Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the top case cracked and chipped by the left and right front bottom corners. Visible contamination on top case, bottom case, plunger case and between the cases was also noted. Device was powered on and noted to be functioning as intended. Advisory alarm caused by user powering the pump off within 5 sec after powering the pump on during the self test process. The reported customer complaint was unable to be duplicated.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump is not working properly. No adverse effects reported.